Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See svn (B)(4) for related documentation.

Event description:
A customer reported via phone call indicating that they experienced low blood glucose levels of 27 mmol/l. The customer stated they had a seizure when their belt clip broke. The customer did not mention any form of treatment for their blood glucose levels. The customer declined to troubleshoot the low blood glucose.